Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and alleging the insulin pump may have under delivery of insulin. Customer¿s blood glucose level was 288 mg/dl at the time of the incident and 298 mg/dl at the time of the call. Blood glucose was 352 mg/dl when the device went into suspend. The customer was treated with insulin pump. During troubleshooting, customer mentioned getting air bubbles in the reservoir. The insulin pump will be returned for the analysis.